Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the messages were not crossing over to electronic privacy information center (epic). A technical support specialist sent load messages from enterprise server (es) to electronic privacy information center (epic) via carefusion coordination engine (cce) for station after epic cleared the inventory for that station and location. The epic team confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server user indicated that medications were being loaded and unloaded while the device was offline, and as a result, messages did not transmit to electronic privacy information center (epic), causing the medication list to remain unchanged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.